Event description:
Pt underwent a total hip replacement on 8/7/97 for djd, on 8/12/97 pt transfered to rehabilitation facility where the pt noted a "pop" in his right hip. On examination a posterior disclocation was noted. Pt was transferred back to this facility for a revision of the right total hip. Reduction of the hip revealed the head to be in the metal cup. The polyethylene cup was noted to be posterior and was removed along with the ceramic femoral head.